Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: a review of the black box showed multiple call service 128 alarms. The returned battery cap was undamaged and fit securely. The pump powered up to an unresponsive keypad. The keypad was undamaged and was removed to find no contamination on the button contacts. The battery life issue was unable to be investigated due to the unresponsive keypad issue. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The pump cover was removed to find moisture corrosion to the keypad flex connector.